Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the scorpion jaws did not close properly. This resulted in the suture not being fired correctly and the two devices being unusable. Per complaint reporter there was no harm for patient, operator or third party. No further information received.